Event description:
It was reported that during a case, the optical image has yellow hue. No back-up device was available. There was not delay in the case and patient injury was not reported.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date. The customer notified that a smith and nephew backup device was available and used to complete the procedure successfully.

Event description:
It was reported that during a case, the optical image has yellow hue. The procedure was successfully completed with no significant delay, using a backup device. No patient injury was reported.